Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye, which was removed and replaced in a secondary procedure. It was stated that the physician felt there would be a better outcome with a different iol power. It was stated that the outcome is good.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens was inspected under microscope at 10x and was found with particles adhered to both sides of the optic body compatible with the implant and explant process. The manufacturing certified operator inspected the lens for optical properties according to establish procedures. The diopter measurement results showed that the lens was a 28.0 diopter lens, which is within specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.